Event description:
The patient was in the supine position. The patient was placed in the mayfield head pin fixation device and patient's head slipped out the pins. Patient received an approximately three inch length laceration in the location of the left lateral. The incident did not occur during surgery. The laceration was stapled closed.